Event description:
The account alleges the head hilow will drift down slowly. No injury reported.

Manufacturer narrative:
The account replaced the trendelenburg valve and that has resolved the issue.